Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lesion was pre-dilated and stented with a 3.0 x 15 mm xience v stent. A dissection was noted at the distal part of the stent and was treated with a 2.75 x 12 mm xience v. No patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.